Manufacturer narrative:
Additional information was received that the reason for the revision was premature battery depletion. No device malfunction was suspected. Battery was getting old and not holding a charge for very long due to patient's high energy usage.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. Reason for revision was unknown. The patient was doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan lead, 50 cm. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. Reason for revision was unknown. The patient was doing well postoperatively.